Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP has a very intense burnt smell. The device was tested in the clinic with the tube, without the tube, with water and without water. The device cannot be used. The device is available for return. There are no reports of flames, smoke, melting or voids in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP has a very intense burnt smell. The device was tested in the clinic with the tube, without the tube, with water and without water. The device cannot be used. The device is available for return. There are no reports of flames, smoke, melting or voids in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿intense burning smell" is classified as low and does not present a serious risk to patient safety.